Event description:
The surgeon inserted an icm115v4 11.5mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length lens and this resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lens work order search; medical review. The visual inspection of the lens showed the lens was returned dry with a clear surgical residue on it. A lens work order search was performed and there were no similar complaints found. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). (B)(4).